Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A friend or family member of a patient reported a return of symptoms in 2016. The caller noted the patient hasn't used interstim therapy in "quite a while but now she is having bladder problems so she needs to use it." The caller stated since (B)(6) this problem started. The caller stated that the patient went to the healthcare professional (hcp) on (B)(6) and she has a pressure ulcer on her buttocks and she has to wear depends and a pad every day. The caller also noted when the patient gets up water comes through her and she is peeing all over the caller's carpets. The caller stated they raised voltage from 2.2 to 2.4 and said they can't raise it past that. The caller noted they are seeing replace pp batteries screen, which the caller said they started seeing (B)(6). The caller replaced the batteries and reported they are able to use the pp as designed. The caller raised stimulation to 2.7 v and the patient reported feeling the stimulation was too strong, so the stimulation was lowered to 2.6 but at 2.6 the patient doesn't feel any stimulation, this started on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information from the consumer reported they were able to "crank the stimulation up", after the previous report. They stated the patient's symptoms have improved greatly. They still have to wear padded underwear just in case. Stimulation was not uncomfortable. The consumer also mentioned that the patient has parkinson's disease and they were not using the stimulation because the parkinson's affected their right hand and they could not use the programmer on their right side where the battery was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.